Event description:
The hospital reported a system shutdown resulting in loss of mechanical ventilation during a case. It was reported the unit was replaced and case resumed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
The customer declined ge service. No repair information available.